Event description:
Patient's doxil was completed and when nurse was going to unhook tubing, noted diluted reddish solution dried under tubing on patient's shirt. The area of leaking was under the connection of the closed system transfer device.